Event description:
It was reported that the customer experienced a malfunction alarm with their pump, indicated by a code reading. There was no adverse impact to the customer's blood glucose level. Technical support planned to follow up with the customer for further assistance. Technical support assisted the caller in resetting the pump, and it did not recur thereafter. The customer was advised to continue using the pump.